Event description:
It was reported that a patient underwent an unknown spinal procedure. During final tightening, the screw cross threaded and was replaced. The surgery was completed with no further issues. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.